Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose reached a low of 33 mg/dl. The customer stated they attempted to suspend their insulin pump. It was also found the customer's sensor had a reading of 100 mg/dl during this incident. Customer also reported they were unable to recover from their low blood glucose unless they were disconnected from the insulin pump. It was also found the customer had weak signal, lost sensor and sensor end alerts. The customer declined to troubleshoot for their low blood glucose. The customer will not be returning their sensor for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.